Event description:
It was reported the front case of the external pulse generator (epg) was damaged. The epg was returned for repair and calibration. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper case was broken. It was also noted that the high rate cover was broken, the lower case was broken, both battery release latches were broken, both bail covers were missing, the ring cover was missing, the caution label was missing, the battery contacts were compressed, both bails were missing, the ring was missing, the battery flex was corroded, and the serial number label was damaged. (B)(4).